Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the o-ring broke on the vasoview hemopro 2 into several pieces in the upper part of the pt's thigh. The dissection tip was used to create the tunnel and distal insufflation was used. Cutting was being performed when the c-ring broke. All pieces were retrieved with the replacement device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.